Event description:
The hosp ccu staff attempted to administer a countershock to a pt using disposable defibrillation electrodes. The device allegedly failed to deliver energy to the pt. The basis for this opinion was not reported. The standard external paddles were subsequently connected and used to successfully deliver a countershock to the pt. The pt expired 4 days later. The hosp risk mgr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the immediate use of a backup defibrillator.